Event description:
It was reported that the customer had high blood glucose levels of 304 mg/dl. The customer was trying to treat with the insulin pump. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to change the infusion set and reservoir on the insulin pump. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did exit. The customer was advised to rewind the insulin pump, reinsert the reservoir into insulin pump and to run a manual prime. The customer reported that the insulin pump alarmed no delivery. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.